Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an episode of low blood glucose overnight, with a nadir of 62 mg/dl per ilet report, treated with 4 oz cranberry grape juice followed by cheese and yogurt, after which glucose rose to 115 mg/dl; the cause of the event was unclear and no specific device component issue was identified. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.